Event description:
Information received notes that when the patient was seen for a routine follow-up, the device could not be programmed. Two weeks later, the patient called and reported a heart rate of <40 bpm measured on a home heart rate monitor. The patient went to the hospital and the program strips showed pacing at 70 ppm and 62 ppm and loss of capture.